Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular lead impedance rose from a baseline of about 500 ohms to greater than 9999 ohms the week ending (B)(6) 2014. The threshold also rose from a baseline of about 1.25 volts to greater than 2.5 volts. (B)(4).

Event description:
It was reported that the patient experienced weakness and shortness of breath with light activity due to a right ventricular lead fracture. A lead warning with a polarity switch was noted to have occurred about six weeks earlier. The lead had high impedance, noise with both pacing polarities and inhibition of pacing. Impedances were also undefined at 9999 ohms and there was intermittent sensing. It was speculated by the patient and patient family member that the lead fracture may have been due to an unassociated fall about a month prior to the lead warning. The lead was capped and replaced. No further patient complications have been reported as a result of this event.